Event description:
General report received of an unspecified number of undocumented incidents of concurrent delivery. The primary tubing sets were being used to deliver unspecified solutions. At unspecified times, secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified antibiotics. The primary solution containers were lowered below the secondary solution containers. It was reported that at the beginning of the deliveries, the primary and secondary solutions were delivering concurrently. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).